Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed for deployed clip movement followed by single leaflet device attachment. It was reported that this was a mitraclip procedure treating severe degenerative mitral regurgitation. The patient presented with an anterior leaflet 3 (a3) and posterior leaflet 3 (p3) prolapse and flail. One mitraclip (cds0501 80814u177) was placed at the a3/p3 medial scallop. Post deployment, clip movement was noted and the clip detached from the posterior leaflet, while remaining attached to another leaflet (single leaflet device attachment-slda). As treatment, a second mitraclip (xtr) was placed lateral to the first clip to capture the flail and stabilize the first clip. The mr was reduced to moderate. No additional information was provided regarding this device issue.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific product quality issue. All available information was investigated and the reported single leaflet device attachment (slda) and failure to adhere or bond (partial clip movement) appears to be due to challenging patient anatomy (prolapse and flail). There is no indication of a product quality issue with respect to manufacture, design or labeling.